Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)).this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'error 322' was reproduced. A review of the event history log (ehl) revealed occurrences of 'error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch failure. The lower aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.